Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced recurrence, adhesions, bowel obstruction, foreign body granulomatous reaction, seroma, abdominal pain, and granuloma. Post-operative patient treatment included revision surgery, reduction of ventral hernia, lysis of adhesions, excision of mesh, implantation of new mesh, small bowel repair, small bowel resection with anastomosis,repair of enterotomy, drainage of seroma, neurolysis, and wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, bowel obstruction, and granuloma. Post-operative patient treatment included revision surgery, reduction of ventral hernia, lysis of adhesions, excision of mesh, implantation of new mesh, small bowel repair, small bowel resection with anastomosis, repair of enterotomy, neurolysis, and wound vac.

Manufacturer narrative:
Additional info: a4, b5, b7, e1 (facility name, street, city, region, postal code), g1, g3, h6 (added patient codes, ime e2402: "fibroadipose tissue"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced pain, bulging in stomach, trouble eating and sleeping, recurrence, adhesions, bowel obstruction, foreign body granulomatous reaction, seroma, abdominal pain, granuloma, fibroconnective & fibroadipose tissue, inflammation, hemorrhage, rare foci of single cell fat necrosis, and serosal injuries. Post-operative patient treatment included medication, partial removal of mesh, primary repair of fascial defect, bowel removal, revision surgery, exploratory laparotomy, reduction of ventral hernia, lysis of adhesions, excision of mesh, implantation of new mesh, small bowel repair, small bowel resection with anastomosis, removal of foreign body, repair of enterotomy, drainage of seroma, neurolysis, and wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced recurrence, adhesions, bowel obstruction, foreign body granulomatous reaction, seroma, abdominal pain, and granuloma. Post-operative patient treatment included revision surgery, reduction of ventral hernia, lysis of adhesions, excision of mesh, implantation of new mesh, small bowel repair, small bowel resection with anastomosis,repair of enterotomy, drainage of seroma, neurolysis, and wound vac. Relevant tests/laboratory data (B)(6) 2014: pathology report- mesh with attached dense fibro-connective tissue with foreign body granulomatous reaction. Extending from mesh silver metallic coiled fragments of metal and suture material.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent ventral hernia. ­­­­­­­­­the procedure performed was mesh repair of ventral hernia. In 2010 - the patient underwent a procedure for exploratory laparotomy, reduction of incarcerated ventral hernia, lysis of adhesions and excision of previous mesh and implantation of mesh. The preoperative and postoperative diagnosis was incarcerated ventral hernia. In 2014 - the patient underwent a procedure for laparoscopic converted to open exploratory laparotomy with explanation of mesh, small bowel repair x3 with small bowel resection and anastomosis x1 as well as removal of foreign body. The preoperative diagnosis was recurrent incisional hernia and the postoperative diagnosis was incarcerated recurrent incisional hernia. In 2015- the patient underwent a procedure for reduction of incarcerated hernia, exploratory laparotomy, repair of enterotomy, primary repair of fascial defect and neurolysis greater than one hour (modifier 21). The preoperative and postoperative diagnosis was incarcerated hernia. In 2016 - the patient underwent a laparoscopic ventral incisional herniorrhaphy with a 28 x 37 centimeter mesh. The preoperative and postoperative diagnosis was ventral incisional hernias, incarcerated. The patient has had a additional surgery; adhesions; bowel obstruction; bowel removal; granuloma; mesh removal; recurrence and revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced recurrence, adhesions, bowel obstruction, foreign body granulomatous reaction, seroma, abdominal pain, granuloma, fibroconnective <(>&<)> fibroadipose tissue, inflammation, hemorrhage, rare foci of single cell fat necrosis, and serosal injuries. Post-operative patient treatment included revision surgery, exploratory laparotomy, reduction of ventral hernia, lysis of adhesions, excision of mesh, implantation of new mesh, small bowel repair, small bowel resection with anastomosis, removal of foreign body, repair of enterotomy, drainage of seroma, neurolysis, and wound vac.